Manufacturer narrative:
Concomitant medical products: product ID: 977a275, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient had no stimulation anymore. It was unknown what led to this event. During revision, the extension was disconnected from the lead. The lead impedances were tested with trial cable. Impedances were measured several times and high impedances were observed. The proximal lead end was cleaned and dried, and connected again in a snap lid. Impedances were still out of range were observed. The lead and extension were removed and replaced by a new lead. Impedances were within range now. The lead was tunneled to the implantable neurostimulator (ins) and impedances were tested again which remained within range. The issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
The company representative (rep) further reported that no fall or trauma before the no stimulation was mentioned to the physician. The patient was doing fine after the revision. Stimulation was fully recovered.